Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an occlusion alarm when customer was attempting to deliver a meal bolus. Customer reported an elevated blood glucose (bg) above 500 (mg/dl). Pump supplies were changed and customer delivered an injection to address bg levels. Due to occlusion alarm occurring in the past, and customer changing supplies, troubleshooting with tandem technical support was unable to be performed.